Manufacturer narrative:
Other relevant device(s) are: product ID: 8578 serial/lot# (B)(4), ubd 2013-10-27, UDI# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of catheter model 8709 revealed miscellaneous acceptable testing; catheter incomplete/returned in segments. Analysis of the catheter model 8579 revealed sc connector non-significant indent in seal; did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019; product type catheter; product ID: 8709, serial/lot #: (B)(4), ubd: (B)(4) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0 .594mg/day, bupivacaine 8.2mg/ml at 0.4869mg/day and fentanyl 1345.5mcg/ml at 79.9mcg/day via an implantable pump. The indications for use were post lumbar laminectomy syndrome, migraine, and spinal pain. On (B)(6) 2019 it was reported that a dye study was done on an unknown date. The healthcare provider was unable to aspirate, the catheter was occluded. A catheter revision was done and a new catheter was placed and the pump was replaced to a bigger size from 20cc to a 40cc. It was unknown if there were any patient symptoms or if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.